Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that since (B)(6) 2015, the implantable neurostimulator (ins) icon was not showing that the ins was full and it wouldn¿t go past half. The patient used the patient programmer (pp) to sync and she stated she was on 6.5 volts, the ins was on, and the ins icon was barely shaded and the pp battery icon was full. The recharger was used and the patient had five coupling bars, the ins was charging, and the recharger icon was full. It was reviewed with the patient that it seemed like she just needed to recharge the ins and should continue to recharge through the evening. If the ins did not recharge to full the patient could call back. The patient later reported she was still having concerns with her device or therapy but had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.